Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reports related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc (single board computer), ffb pcb, generator pcb, systems interface pcb, display adaptor pcb, and passive backplane pcb assemblies were evaluated and replaced both normal and cine hard disk drives were evaluated and replaced. The smart switch assembly was also installed. The system was tested and found to be working as intended and returned to service.